Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Technical services (ts) performed a data analysis and confirmed pbd. Ts suggested replacement or re-evaluating the battery status in 90 days. The device remains in use. No adverse patient effects were reported.